Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form a consumer regarding a patient who was implanted with a neurostimulator for unknown mgu therapy. It was reported that the patient had been implanted the day before and was nauseous. Patient reported that morning they turned stimulation on an felt electricity and shocking going down the tip of the spine and they were not feeling stimulation in pelvic area. Patient reported they were feeling a burning sensation on the incision area. There were no further complications reported.